Event description:
The reporter raised serious concerns regarding the varisoft infusion set, which is manufactured by convatec. The reported issues allegedly began around (B)(6) 2022 and are associated with a manufacturing device known as the cat10 machine. Which produces catheters for the infusion set. According to the reporter, the cat10 machine has consistently drifted out of tolerance, directly affecting the quality of the varisoft infusion sets. Despite these concerns, convatec reportedly claimed the devices were within specifications; however, the reporter stated he obtained proof from a source confirming the devices were in fact highly out of tolerance. As a result of using the out-of-specification infusion sets, the reporter experienced several adverse health events, including bleeding, multiple occlusion alarms (indicating no insulin delivery), episodes of diabetic ketoacidosis, and low blood sugar events. He reported that on multiple occasions, he received no insulin for more than two hours, placing him at significant risk. The reporter further alleged that convatec has not issued a recall, conducted no inline inspections, and that most infusion sets from various lot numbers were defective. Additionally, he reported adhesive failures, overall poor product quality, and lack of post-market tracking for issues with the device. He mentioned that similar concerns have been raised in social media groups, suggesting a broader pattern of product failure. The reporter described the device as dangerous, claiming it could lead to serious harm or even death. The reporter has had discussions with tandem, including a conversation with the senior vice president, but was informed that only convatec holds the authority to act on these concerns. As of 2024, he has initiated direct conversations with convatec regarding the device issues. Reference report mw5170149, mw5170150, mw5170151, mw5170152, mw5170153, mw5170154, mw5170156, mw5170157, mw5170158.